Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A facility reported that during a patient procedure, using a glidescope core 10-inch monitor, the picture cut in and out and the screen displayed visual disturbance. It was reported that the video cable and blade (glidescope titanium lopro t4 reusable) were replaced but the image issue continues to occur; however, when using the disposable blades, the image issues do not occur. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope core 10-inch monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned monitor but was unable to confirm the reported image issues. The customer's monitor was tested with multiple reusable and single-use blades, video batons, and single-use bronchoscopes. When connected to known, good, test verathon equipment, the tsr could not reproduce the image cutting out. Throughout the testing, the image was constant and passed verathon's device functionality testing. Neither the cable nor the reusable blade used with the monitor during the reported incident were returned to verathon for evaluation. Upon completion of the evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.